Event description:
Nineteen months after original mitral implant, the pt returned to the hospital in severe distress. Valve thrombosis was suspected based on clinical exams. The pt died prior to reoperation and no autopsy was allowed. So thrombosis could not be confirmed visually.

Manufacturer narrative:
Valve is unavailable. No conclusion possible.